Event description:
During a follow-up, low sensing, decrease in impedance and high capture threshold were observed. X-ray revealed lead dislodgement. The lead was explanted when an attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the steroid plug misplaced with the helix in extended position. It could not conclusively be determined whether the misplaced steroid plug contributed to the lead dislodgement. The lead exhibited normal electrical characteristics.